Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, de novo mid left anterior descending (lad) artery the non-abbott guide wire was positioned and a 2.5 x 15 mm trek balloon dilatation catheter was used for pre-dilatation of the lesion. A 2.5 x 28 mm drug eluting coronary device was implanted. Post-dilatation was attempted twice using a 2.75 x 12 mm nc trek at 10 bar for 10 seconds and 14 bar for 13 seconds when a balloon leak was noted. The device was removed and the procedure completed using a different 2.75 x 12 mm nc trek. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. The balloon was able to be pressurized and held pressure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.5x28mm drug eluting coronary device; guide wire: runthrough. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.